Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot peiag, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined.

Event description:
It was reported that a patient underwent a procedure for rectal cancer on (B)(6) 2019 and suture was used. During the procedure, the suture broke when sewing. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.